Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3713 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported the implanter reports the leakage of infused substance from the space between the nfc (present in the package) and the hub of the catheter. He reports having encountered the problem four times; the operator also reports that the problem persists when using other nfcs of the same type as those in the pack, but when changing nfc type the leakage ceases. The 4 devices mentioned above are still implanted on patients undergoing cancer treatment and their use continues using other types of nfc without any problems. This report addresses the third device.